Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified foreign material in the v is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during the implant procedure, the device exhibited a set screw anomaly. The device was not implanted. There have been no further complications for the patient.